Event description:
It was reported that vessel dissection occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After the lesion was engaged with a 6f non-boston scientific (bsc) 3.5 guide catheter and crossed with a non-bsc guidewire, pre-dilatation was performed with a 2.00 x 12mm maverick balloon catheter. Following pre-dilatation, a 3.00 x 28mm synergy xd drug-eluting stent (des) was placed and deployed at 11 atmospheres (atm). However, post deployment, a type e, flow limiting dissection was noted distally which could not be contained despite of long-time balloon inflation at low atm. A 2.75 x 16mm synergy xd des was then deployed overlapping the stent placed distally and the procedure was completed. No further patient complications were reported.